Event description:
Patient was revised to address acetabular cup loosening and osteolysis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Litigation papers allege that the patient, after surgery, began experiencing pain around the site of the implant, suffered constant discomfort and mobility was severely limited. Additionally, the patient developed bone deterioration at the site of the impact, has suffered from injuries of a permanent, lasting and painful nature and patients ability to perform normal activities has been impaired. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised to address acetabular cup loosening, pain and osteolysis.